Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/13/2025, the user's caregiver reported that the user began the fill tubing process without inserting a new cartridge. The pump was rewound, and supplies were changed, allowing insulin delivery to resume. Blood glucose (bg) reached 258 mg/dl but was not out of range for more than 90 minutes. The ilet did not alert to the high bg. Assistance was provided by the caregiver. No symptoms or medical intervention occurred.